Event description:
Report received from USA stating that the device had an oil leak. It is known that the event did not occur during surgery. However, it is not known if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).